Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx was failing op check for the charge button test. There is no indication of patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported that the heartstart mrx was failing op check for the charge button test. There was no reported negative patient impact.